Event description:
It was reported that patient underwent a right partial knee arthroplasty on an unknown date. Subsequently, a revision was performed on (B)(6) 2014 due to a dislocated tibial bearing and a loose tibial tray. All components were removed and replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number, expiration date - unknown. Date implanted - unknown. Manufacture date - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-09306 & 09325 / 09326).